Manufacturer narrative:
Please find attached the analysis report. Analysis synthesis: - no conclusion could be drawn as the programmer was not returned for investigation and no expertise files were available. - the complaint investigation could be reopened in case of new information received related to this event.

Event description:
Reportedly, it was impossible to pair a smart ECG with the smarttouch tablet, despite a restart. It was also impossible to perform a technical analysis, and to shut down the tablet using the on/off button, so the battery was removed. The smartview 3.12 version was then re-installed, but the issues remained. The usb ports of the associated docking stations were not functional, while the usb ports from the tablet worked correctly.

Event description:
Reportedly, it was impossible to pair a smart ECG with the smarttouch tablet, despite a restart. It was also impossible to perform a technical analysis, and to shut down the tablet using the on/off button, so the battery was removed. The smartview 3.12 version was then re-installed, but the issues remained. The usb ports of the associated docking stations were not functional, while the usb ports from the tablet worked correctly.